Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and unable to respond after battery change. The customer¿s blood glucose level was unknown. The customer also reported that the buttons were not responding. The insulin pump will be returned for analysis

Manufacturer narrative:
The device had intermittent buttons response due to flattened bolus express, esc and act buttons dome switch. No unlocked lcd keypad connector noted. The device received compromised force sensor system alarm during basic occlusion test due to faulty fsr. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. However, the device passed rewind test, self test and displacement test.